Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on 03-oct-2022. The device evaluation was completed on 03-nov-2022. A visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a cut and reddish material in the pebax. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30822248l number, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a cut in the pebax. Initially, it was reported that after the insertion of the catheter to the body, and about several minutes after the insertion, blood contaminated between the second and third poles of the catheter. This was not a normal situation, so the catheter was replaced. The procedure was completed without patient consequence. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was a cut and reddish material in the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 03-nov-2022.